Event description:
It was reported that the patient did not like the tenacio pump connected to his inflatable penile prosthesis (ipp) device because he felt it was hard to grip and slippery. The ipp cylinders and pump were explanted, and a new set of preconnected cylinders and pump were connected to the existing reservoir. There were no patient complications.

Event description:
It was reported that the patient did not like the tenacio pump connected to his inflatable penile prosthesis (ipp) device because he felt it was hard to grip and slippery. The ipp cylinders and pump were explanted, and a new set of preconnected cylinders and pump were connected to the existing reservoir. There were no patient complications.